Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 335 mg/dl, 255 mg/dl, and 149 mg/dl within 7 minutes on the nano system. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.